Event description:
It was reported that this pacemaker was discovered to be in safety mode. Review of device data by boston scientific technical services confirmed the pacemaker was operating in safety mode, device replacement was recommended. The pacemaker remains in service and no adverse patient effects have been reported.